Event description:
A customer reported that a pump experienced an altitude alarm 21 issue, which had occurred previously with the same pump. There was no reported impact on the customer's blood glucose level as the caller declined to provide this information. As a resolution, tandem technical support decided to replace the pump and instructed the customer on how to store the pump and return it using a pre-paid label. The customer is using multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery.